Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the health care provider had heard of another patient who had a neurostimulator who had an MRI and it got messed up. Clarification was that after the patient came out of the scan, the neurostimulator was not working and the patient was burning inside a little bit. There were no further complications reported. No further information is known.